Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during a lead implant procedure lead was unable to be fixated into the right atrium. Physician attempted to place the lead several times however was unsuccessful. Lead was explanted and a new lead was implanted. Patient was stable post procedure with no adverse consequences.